Manufacturer narrative:
H11: patient /user involvement: it is unknown if the device was in use with patient at the time of alarmed occurred; however, no patient harm or injury was reported.

Manufacturer narrative:
The user interface (ui) printed circuit board assembly (pcba) was returned for evaluation and tested. Visual inspection of the ui pcba did not reveal any signs of damage or contamination. No faults were found with the returned ui pcba. All testing passed.

Manufacturer narrative:
Date of event: (B)(6) 2021. Submitted 29jan2021.

Event description:
The customer reported a ventilator experienced an alarm light emitting diode (led) and a over voltage circuit failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:23apr2021 b4:(B)(6)2021. The device was evaluated by a philips field service engineer (fse) who confirmed the reported issue. The fse replaced user interface printed circuit board assembly and the power management board. The device reported to fully meet specifications and returned to use. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.